Event description:
Sales representative reported on behalf of the user facility that the catheter is breaking/tearing where the connection is being put in the lumbar catheter. It is breaking by the metal part in the connection; the catheter is breaking or tearing, not the connection. Sales representative reports that the user facility had to switch out the catheter on patient's several times to avoid the leaks and break. The catheters will be retrieved for inspection. User facility plans to put a strain.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.